Event description:
It was reported that during a surgical procedure at the user facility the drill and the attachment used with the drill were overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Add¿l info will be submitted once the quality investigation is completed, if add¿l info is received and requires reporting.